Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the reason for the call was the patient had received an error message. For about a week, they had been having a hard time connecting to their therapy settings. They had a hard time the first time they attempted to use the equipment, but eventually connected. They had lost power to their house and thought that was the issue, but they could not get past the error code 0x69ec88b2. The circumstances that led to the reported issue were unknown. On the call, the patient restarted the external equipment and the same error code persisted. The issue was not resolved through troubleshooting. An email was sent to the repair department. Additional information was received from the patient who was implanted for gastrointestinal/pelvic floor on 2021-jan-04. In response to the inquiry for clarification regarding the patient having a hard time the first time they attempted to use the equipment but eventually connected, their losing power to their house and thinking that was the issue but they could not get past error code 0x69ec88b2 and if these were two separate events or if the difficulty connecting occurred at the same time as the error code the patient replied that they have never connected since implant on 2020-nov-06, even after receiving a new phone from the manufacturer company. In response to the inquiry for the current status of their device the patient simply stated ¿not working!¿ in response to the inquiry for if the cause of the error code and difficulty connecting had been determined the patient replied ¿no,¿ and in response to the inquiry for what most likely caused or contributed to this issue the patient replied that the device did not connect, even thought it kept trying. In response to the inquiry for what steps had been or would be taken to resolve the issue and if the issue had been resolved, the patient replied ¿not yet,¿ stating that they met with the health care professional (hcp) assistant in early december and the hcp assistant could not get the device to work. The patient stated that the manufacturer representative (rep) had been called and that they had another appointment with the hcp on 2021-jan-04 and they thought with the rep to maybe resolve the issue. The patient stated that they were very disappointed. No further complications were reported at this time.